Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) pump due to inflation issues. During the revision surgery, the physicians found that the pump would not fill by pressing the button on the device and did not inflate. The physicians then repositioned where the pump went and replaced the device. The pump was removed and replaced. The result was reported to be positive and the equipment to be working properly.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specifications. Product analysis was unable to confirm the reported pump malfunction. An investigation conclusion code of no problem detected was chosen as the most probable cause, as the reported events could not be confirmed through product investigation.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) pump due to inflation issues. During the revision surgery, the physicians found that the pump would not fill by pressing the button on the device and did not inflate. The physicians then repositioned where the pump went and replaced the device. The pump was removed and replaced. The result was reported to be positive and the equipment to be working properly.